Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Boston scientific technical services provided troubleshooting options, and the rv lead remains in service. No adverse patient effects were reported. Additional information provided from the field indicated oversensing of noise was later noted on the rv shock channel. No noise was observed on the rate/sense channel and testing was unable to reproduce these observations. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Boston scientific technical services provided troubleshooting options, and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.